Event description:
It was reported that the tip of disposable over-heated during procedure. No other info about the problem available. A second disposable was used to complete case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the white tissue pad melted. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument."